Event description:
It was reported poor grafts. The event timing was during surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
G2: foreign country - canada. Review of the most recent repair record determined the unit was out of calibration at the 0 and 10 readings. The vespel bearing, sleeve bearings, needle bearing, and semi-circle shaft bearings were replaced and the unit was recalibrated to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Event timing is unknown. There is no additional event information available.